Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The analysis of the device revealed that the main coil was not returned in full, it was found to be broken fractured on the wind. In additional the delivery wire was found kinked, likely due to handling. During functional testing, there was friction noted when advancing the device through the introducer sheath which was caused by the damage to the delivery wire. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the device direction for use(dfu), but performance was limited due to procedural or anatomical factors during use. Therefore an assignable cause of procedural factors was given to the reported coil break.

Event description:
It was reported that during the coil embolization procedure, the coil failed to detach. The operator tried to use another detachment device to detach it but failed. So the operator withdrew the coil and found tip of the coil dropped in microcatheter. The procedure was completed using other devices. No clinical consequences were reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, the coil failed to detach. The operator tried to use another detachment device to detach it but failed. So the operator withdrew the coil and found tip of the coil dropped in microcatheter. The procedure was completed using other devices. No clinical consequences were reported to the patient.